Manufacturer narrative:
This device (lot 13239914) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01884. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report was received from the study indicating a male underwent implantation of a 3.00 x 23 and 3.00 x 13 mm cypher select plus stents in the proximal to mid left anterior descending artery extending into the first diagonal. On the same day as the index procedure the event of a non q-wave myocardial infarction was reported as evidenced by elevated troponin levels.